Event description:
It was reported that one day after implant, the right atrial (ra) lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.